Manufacturer narrative:
.

Event description:
It was reported that when a merlin.net transmission was received that showed post-paced t-wave oversensing. Device was reprogrammed, but the oversensing issue remained. Further programming changes were recommended.